Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination, however, several photographs were presented for review and polywear was identified. No evidence was found of product malfunction or product error as a contributing factor to the polywear. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H6 patient code: no code available (3191) was used to capture medical device removal.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of the medical records for MDR reportability, the patient had a right total knee revision to address pain, stiffness, and loosening of the femoral implant at the cement/implant interface and loosening of the tibial implant at unknown interface. Depuy cement was utilized. During the procedure there were screws and portion femoral plate removed from previous fracture placed prior to initial knee arthroplasty (both of unknown manufacturer). Doi: (B)(6) 2015; dor: (B)(6) 2017; (right knee).